Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a left side rupture. The events of cyst and nodule are considered not device related. Events were confirmed via imaging. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/jan/2024.

Event description:
Healthcare professional reported a left side rupture. The events of cyst and nodule are considered not device related. Events were confirmed via imaging. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. The events of cyst and nodule are considered not device related. Events were confirmed via imaging. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.